Event description:
It was reported that a patient presented with a painful knee. The 12mm poly was removed and an 18mm bcs poly was put in. The 29mm resurfacing patella was removed and a 32mm zimmer patella was put in. No more information available.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated, that no further information would be forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, it has been communicated, that no further information would be forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed.